Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "bridge test failed" message was displayed when attempting to discharge energy. Teh complainant indicated that there was no patient involvement in the reported malfunction.